Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow up, increased threshold and ventricular oversensing were noted on the lead. The lead was explanted and exchanged to resolve the issue and the patient was stable following the procedure with no adverse consequences.

Event description:
During a follow up, increased threshold and ventricular oversensing were noted on the lead. The lead was capped and replaced to resolve the event and the patient was stable following the procedure with no adverse consequences.